Manufacturer narrative:
Complaint sample was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that as the patient was trying to remove the catheter on his own, surgeon removed the device but the white tip detached from the catheter. It happened at the level of skin and not inside the ventricle. No patient injury reported.

Manufacturer narrative:
Lot number provided; DHR - lot 5473758, conformed to the specifications when released to stock.

Event description:
N/a.